Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. Since the lot number is unknown, no batch review will be performed.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse of peritonitis with culture positive for pasteurella multocida in a (B)(6) female patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis. It was unknown if the patient was hospitalized. On (B)(6) 2011, the patient began treatment with ip fortaz (dose and frequency not reported). In (B)(6) 2011, treatment ended with ip fortaz. Dianeal therapy was ongoing. The patient was recovering. On an unreported date, the patient experienced cat scratches on arms which the nurse believed was the root cause of the peritonitis. This is report 2 of 2 involved in this peritonitis event.